Event description:
It was reported that this pacemaker system exhibited noise on both the right atrial (ra) and right ventricular (rv) lead. There were stored episodes in which there was noise that was being oversensed marking it as ventricular tachycardia (vt) and it resulted in the patient experiencing asystole. Troubleshooting was performed and the noise could be reproduced with pocket manipulation. Additionally pacing impedances were within range. It was noted that the patient is dependent on therapy. The physician is discussing replacing both leads. At this time, the device and non-boston scientific ra and rv leads remain in service. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker system exhibited noise on both the right atrial (ra) and right ventricular (rv) lead. There were stored episodes in which there was noise that was being oversensed marking it as ventricular tachycardia (vt) and it resulted in the patient experiencing asystole. Troubleshooting was performed and the noise could be reproduced with pocket manipulation. Additionally pacing impedances were within range. It was noted that the patient is dependent on therapy. The physician is discussing replacing both leads. At this time, the device and non-boston scientific ra and rv leads remain in service. No additional adverse patient effects were reported. This supplemental report is being filed as additional information was received that reported that this pacemaker was explanted and replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker system exhibited noise on both the right atrial (ra) and right ventricular (rv) lead. There were stored episodes in which there was noise that was being oversensed marking it as ventricular tachycardia (vt) and it resulted in the patient experiencing asystole. Troubleshooting was performed and the noise could be reproduced with pocket manipulation. Additionally pacing impedances were within range. It was noted that the patient is dependent on therapy. The physician is discussing replacing both leads. At this time, the device and non-boston scientific ra and rv leads remain in service. No additional adverse patient effects were reported. This supplemental report is being filed as additional information was received that reported that this pacemaker was explanted and replaced successfully. No additional adverse patient effects were reported.